Manufacturer narrative:
The reported events were helix mechanism issue and ¿found a piece of silicone attached to the tip of the lead. A complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue and steroid plug was missing in helix region. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and the over torqued inner coil in the connector region. The reported event of ¿found a piece of silicone attached to the tip of the lead¿ was confirmed. The image received from the field showed the steroid plug was out of the distal tip of the lead. Correction: b1 - type of report, adverse event field should have selected instead of left blank. B2 - outcomes attributed to adverse, required intervention to prevent permanent impairment/damage (devices) field should have selected instead of left blank. B5: event description has been updated. D6a - date of implant should be (B)(6) 2025 instead of left blank. D6b - date of explant should be (B)(6) 2025 instead of left blank. H6 - health effect impact code should be 'additional surgery' instead of 'prolonged surgery'. H1- type of reportable event should be 'serious injury' instead of 'malfunction'.

Event description:
It was reported that the patient presented post implant scheduled procedure. It was noted that the pacemaker had exhibited unspecified issue. During the procedure, the right atrial (ra) lead unable to be screwed in the atrium despite two attempts without success. A piece of silicone was found attached to the tip of the ra lead. The ra lead was explanted and a pin plug was inserted in the ra port of the pacemaker. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead unable to be screwed in the atrium. A piece of silicone was found attached to the tip of the ra lead. The ra lead was not used and a pin plug was inserted in the ra port of the pacemaker during the procedure on (B)(6) 2025. The patient remained stable throughout.